Event description:
Vns patient has passed away. Exact date of cause of death are unknown at this time. It was reported that the patient was receiving vns therapy at the time of death, but that the patient did not achieve efficacy with the vns therapy. There is no evidence at this time that the ncp system caused or contributed to the reported event.